Event description:
A malfunction was reported by the customer to the distributor, dinno santé. There was no reported impact to the customer's blood glucose level. The customer was awaiting the return of the pump to investigate the issue further; meanwhile, a replacement pump with serial number (B)(6) was provided.